Event description:
During preparation for a coronary artery bypass graft surgery, six heartstring seals unraveled at the distal end, while loading into the delivery tube. The distributor did not provide any further inforamtion. No patient complications were reported by the distribtor.